Event description:
The customer reported that while the unit was in use on a pt to be transported by airplane, the unit failed to display the pressure or balloon waveform whenever the unit was tilted. The unit's power was cycled off and then on; the same problem re-occurred. The pt was switched to another unit and therapy was continued. No pt injury was reported.